Event description:
Allegedly, the doctor was performing a salivary stone removal when the instrument broke. When they removed it from patient, it appeared that metal basket portion on distal end ws missing. Doctor scoped and x-rayed the patient but found nothing. The instrument was not checked at the time to see if the basket portion was retracted inside the tube and the hospital scrapped the instrument. Based on the fact that x-ray and scoping showed no retained fragment, we think the basket was retracted inside the tube and did not fall into patient. Procedure was not completed.

Manufacturer narrative:
After scoping and x-rays, the fragment was not found in the patient. We think the basket portion was retracted within the outer tube.